Manufacturer narrative:
As reported in a research article, an amplatzer duct occluder ii embolized after implant. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
"It was reported through a research article identifying amplatzer duct occluder ii that may be related to a device embolization. Details are listed in the article, titled ""safety and efficacy of transcatheter closure of outlet-type ventricular septal defects in children and adults with amplatzer duct occluder ii."" This research article is a retrospective multiple center experience to evaluate the safety and efficacy of transcatheter closure of outlet-type ventricular septal defects (vsd) with amplatzer duct occluder ii (ado ii) - off label use; these defects commonly lead to aortic valve prolapse or aortic regurgitation progression. The article stated that the anatomical defects, which were partially masked by aortic valve prolapse, might be considerably larger than the functional defects, rendering the device unstable after implantation; it was reported in the article in the article that a (B)(6) year old patient was implanted with a 6-4 ado ii for a 4.2mm ventricular septal defect and the device embolized to the left pulmonary artery. No other patient consequences were reported in the article. There is no allegation of malfunction of the 6-4 ado ii. The primary author of the article is hsin-chia, lin, md of department of cardiology, national (B)(6) university children¿s hospital. The correspondence author is jou-kou wang md, with the corresponding email: (B)(6)."